Manufacturer narrative:
The product associated with this batch was made according to specification. No previous investigations are available. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(6). (B)(4).

Event description:
It was reported the end user experienced difficulty removing the skin barrier after four (4) days of wear. Further, the end user developed two red, raised, itchy areas near the edge of the skin which he attributed to the difficulty experienced during the skin barrier removal process. No further information was provided.